Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 1901183 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were inspected and no defects were observed. H3 other text : see h.10.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china was damaged. The following information was provided by the initial reporter: due to anal fistula, the patient was used a disposable sterile syringe for drug injection at around 09:00 on(B)(6) 2020. After the patient was equipped with anti-inflammatory drugs, he found that the 20ml sterile syringe had no the tip of barrel when preparing the material. Replaced it immediately the new 20ml sterile syringe dispenses medication for patients. The treatment went successfully on the day.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd (B)(6) was damaged. The following information was provided by the initial reporter: due to anal fistula, the patient was used a disposable sterile syringe for drug injection at around 09:00 on (B)(6) 2020. After the patient was equipped with anti-inflammatory drugs, he found that the 20ml sterile syringe had no the tip of barrel when preparing the material. Replaced it immediately the new 20ml sterile syringe dispenses medication for patients. The treatment went successfully on the day.